Manufacturer narrative:
(B)(4). Investigation result: a photo was submitted by the customer showing the device in its pouch packaging. A visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis cannot be performed due to the balloon lumen being occluded and it was not possible to unblock it. The balloon was inspected through high magnification and it was noted that there was a pinhole in the proximal section over the ro marker of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with the scope causing friction during the insertion of the balloon, could have caused the pinhole and generating the reported issue of inflation failure during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to two hurricane rx dilatation balloons that were used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloons would not inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.